Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (she undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), corneal dystrophy ("fuchs corneal dysphoria") and cholecystectomy ("gallbladder removal") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, endometriosis, anesthesia, asthma and anemia. Previously administered products included for birth control: birth control pills from 1992 to 2012. Concurrent conditions included obesity, cholecystitis, stomach ulcer, night sweats, libido decreased, breast tenderness, vitamin d deficiency, urinary incontinence, urinary frequency and urinary urgency. Concomitant products included citalopram hydrobromide (celexa), loteprednol etabonate (lotemax) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant), was found to have hormone level abnormal ("hormonal changes describe: imbalance") and weight increased ("weight gain") and experienced hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: welts "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("autoimmune disorder type of disorder: chronic fatigue syndrome"), pruritus ("rashes or skin conditions type: constant itching"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") and oesophageal spasm ("esophageal spasms"). In (B)(6) 2017, the patient underwent tooth extraction ("dental problems: teeth extraction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), corneal dystrophy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: panic attacks"), visual impairment ("visual impairment") and dermatitis allergic ("allergic or hypersensitivity reaction type: bumps on skin"). The patient was treated with paracetamol (tylenol), gallbladder removal and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, corneal dystrophy, cholecystectomy, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urticaria, female sexual dysfunction, depression, anxiety, chronic fatigue syndrome, pruritus, bladder disorder, urinary tract disorder, nausea, tooth extraction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, hiatus hernia, oesophageal spasm, visual impairment and dermatitis allergic outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cholecystectomy, chronic fatigue syndrome, corneal dystrophy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, oesophageal spasm, panic attack, pelvic pain, pruritus, tooth extraction, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Discrepancy in date of insertion (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: results: benign ovarian parenchyma. On (B)(6) 2017 pathology test was done having result uterus cervix, an fallopian tubes salplagectorny; endometriosis involving the uterine serosa. Proliferative endornetrium, negative for hyperplasia or malignancy.cervix with reactive changes, negative for dysplasia. Fallopian tubes with paratubal cysts. 2. Left ovarian lesion, excision; benign ovarian parenchyma ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, fuchs corneal impairment, pelvic pain. Dysuria, hot flashes, gastrointestinal discomfort, dysmenorrhea, vaginal discharge, mood swings, anxiety, fatigue, menorrhagia, migraine and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet received. Event outcome of migraines and headaches were updated as not recovered/not resolved. Historical drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), corneal dystrophy ("fuchs corneal dysphoria") and cholecystectomy ("gallbladder removal") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, endometriosis, anesthesia, asthma and anemia. Concurrent conditions included obesity, cholecystitis, stomach ulcer, night sweats, libido decreased, breast tenderness, vitamin d deficiency, urinary incontinence, urinary frequency and urinary urgency. Concomitant products included citalopram hydrobromide (celexa), cholecalciferol (vitamin d) and loteprednol etabonate (lotemax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: imbalance"), hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: welts "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("autoimmune disorder type of disorder: chronic fatigue syndrome"), pruritus ("rashes or skin conditions type: constant itching"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") and oesophageal spasm ("esophageal spasms"). In (B)(6) 2012, the patient experienced cholecystectomy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: imbalance"), hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: welts "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("autoimmune disorder type of disorder: chronic fatigue syndrome"), pruritus ("rashes or skin conditions type: constant itching"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") and oesophageal spasm ("esophageal spasms"). In (B)(6) 2017, the patient underwent tooth extraction ("dental problems: teeth extraction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), corneal dystrophy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: panic attacks"), visual impairment ("visual impairment") and dermatitis allergic ("allergic or hypersensitivity reaction type: bumps on skin"). The patient was treated with paracetamol (tylenol) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, corneal dystrophy, cholecystectomy, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urticaria, female sexual dysfunction, depression, anxiety, chronic fatigue syndrome, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth extraction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, hiatus hernia, oesophageal spasm, visual impairment and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cholecystectomy, chronic fatigue syndrome, corneal dystrophy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, oesophageal spasm, panic attack, pelvic pain, pruritus, tooth extraction, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: benign ovarian parenchyma. On (B)(6) 2017 pathology test was done having result uterus cervix, an fallopian tubes salpingectomy; endometriosis involving the uterine serosa. Proliferative endornetrium, negative for hyperplasia or malignancy. Cervix with reactive changes, negative for dysplasia. Fallopian tubes with paratubal cysts. 2. Left ovarian lesion, excision; benign ovarian parenchyma. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, fuchs corneal impairment, pelvic pain. Dysuria, hot flashes, gastrointestinal discomfort, dysmenorrhea, vaginal discharge, mood swings, anxiety, fatigue, menorrhagia, migraine headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cholecystectomy ("gallbladder removal") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, endometriosis, anesthesia, asthma and anemia. Concurrent conditions included obesity, cholecystitis, stomach ulcer, night sweats, libido decreased, breast tenderness, vitamin d deficiency, urinary incontinence, urinary frequency and urinary urgency. Concomitant products included citalopram hydrobromide (celexa), colecalciferol (vitamin d) and loteprednol etabonate (lotemax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: imbalance"), hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: welts "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("autoimmune disorder type of disorder: chronic fatigue syndrome"), pruritus ("rashes or skin conditions type: constant itching"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") and oesophageal spasm ("esophageal spasms"). In december 2012, the patient experienced cholecystectomy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: imbalance"), hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: welts "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("autoimmune disorder type of disorder: chronic fatigue syndrome"), pruritus ("rashes or skin conditions type: constant itching"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") and oesophageal spasm ("esophageal spasms"). In april 2017, the patient underwent tooth extraction ("dental problems: teeth extraction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysphoria ("fuchs corneal dysphoria"), visual impairment ("visual impairment") and skin disorder ("allergic or hypersensitivity reaction type: bumps on skin"). The patient was treated with paracetamol (tylenol) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on 1-aug-2017. At the time of the report, the pelvic pain, genital haemorrhage, cholecystectomy, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urticaria, female sexual dysfunction, depression, anxiety, chronic fatigue syndrome, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth extraction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, hiatus hernia, oesophageal spasm, dysphoria, visual impairment and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cholecystectomy, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, dysphoria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, oesophageal spasm, panic attack, pelvic pain, pruritus, skin disorder, tooth extraction, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2017: benign ovarian parenchyma on (B)(6) 2017 pathology test was done having result uterus cervix, an fallopian tubes salplagectorny; endometriosis involving the uterine serosa. Proliferative endornetrium, negative for hyperplasia or malignancy.cervix with reactive changes, negative for dysplasia. Fallopian tubes with paratubal cysts. 2. Left ovarian lesion, excision; benign ovarian parenchyma. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, fuchs corneal impairment, pelvic pain. Dysuria, hot flashes, gastrointestinal discomfort, dysmenorrhea, vaginal discharge, mood swings, anxiety, fatigue, menorrhagia, migraine headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received event hormonal changes describe: imbalance; hot flashes; mood swings,abnormal bleeding (vaginal, menorrhagia),: welts and bumps on skin, apareunia (inability to have sexual intercourse), depression; anxiety panic attacks, chronic fatigue syndrome, constant itching, bladder or urinary problems or changes, migraines / headaches, , nausea, tooth extraction, dysmenorrhea (cramping),: gallbladder removal, dyspareunia(painful sexual intercourse), pain, vaginal discharge, fatigue,: weight gain, hiatal hernia; esophageal spasms, fuchs corneal dysphoria, visual impairment¿ added. Concomitant and historical condition added. Concomitant and treatment drug added. Lan data added. Reporter, patient and product information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), corneal dystrophy ("fuchs corneal dysphoria") and cholecystectomy ("gallbladder removal") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst, endometriosis, anesthesia, asthma and anemia. Concurrent conditions included obesity, cholecystitis, stomach ulcer, night sweats, libido decreased, breast tenderness, vitamin d deficiency, urinary incontinence, urinary frequency and urinary urgency. Concomitant products included citalopram hydrobromide (celexa), colecalciferol (vitamin d) and loteprednol etabonate (lotemax). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient underwent cholecystectomy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: imbalance"), hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: welts "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("autoimmune disorder type of disorder: chronic fatigue syndrome"), pruritus ("rashes or skin conditions type: constant itching"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") and oesophageal spasm ("esophageal spasms"). In (B)(6) 2012, the patient experienced cholecystectomy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: imbalance"), hot flush ("hot flashes"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: welts "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), chronic fatigue syndrome ("autoimmune disorder type of disorder: chronic fatigue syndrome"), pruritus ("rashes or skin conditions type: constant itching"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), hiatus hernia ("gastrointestinal or digestive system condition type: hiatal hernia") and oesophageal spasm ("esophageal spasms"). In (B)(6) 2017, the patient underwent tooth extraction ("dental problems: teeth extraction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), corneal dystrophy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("psychological or psychiatric problems condition: panic attacks"), visual impairment ("visual impairment") and dermatitis allergic ("allergic or hypersensitivity reaction type: bumps on skin"). The patient was treated with paracetamol (tylenol) and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, corneal dystrophy, cholecystectomy, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, hot flush, mood swings, vaginal haemorrhage, menorrhagia, urticaria, female sexual dysfunction, depression, anxiety, chronic fatigue syndrome, pruritus, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth extraction, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, hiatus hernia, oesophageal spasm, visual impairment and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, cholecystectomy, chronic fatigue syndrome, corneal dystrophy, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, hormone level abnormal, hot flush, menorrhagia, migraine, mood swings, nausea, oesophageal spasm, panic attack, pelvic pain, pruritus, tooth extraction, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion pathology test - on (B)(6) 2017: benign ovarian parenchyma on (B)(6) 2017 pathology test was done having result uterus cervix, an fallopian tubes salplagectorny; endometriosis involving the uterine serosa. Proliferative endornetrium, negative for hyperplasia or malignancy.cervix with reactive changes, negative for dysplasia. Fallopian tubes with paratubal cysts. 2. Left ovarian lesion, excision; benign ovarian parenchyma ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, fuchs corneal impairment, pelvic pain. Dysuria, hot flashes, gastrointestinal discomfort, dysmenorrhea, vaginal discharge, mood swings, anxiety, fatigue, menorrhagia, migraine headache most recent follow-up information incorporated above includes: on (B)(6) 2018: event- fuchs' endothelial dystrophy with meddra llt dysphoria updated to meddra llt- fuchs' endothelial dystrophy and event marked as medically significant as pt present in ime list. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.